Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing causing pacing inhibition and asystole greater than two seconds. A single chamber device and lead were implanted on the patient's right side for back up pacing. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.